Manufacturer narrative:
The reported event of unable to insert extension into ipg header port was confirmed. Microscopic inspection of the extension identified the nitinol sleeve was broken in multiple location at the terminal end of the extension, which cause the reported event. The broken nitinol sleeve is consistent with overstress condition that the extension may have been subjected during handling/implant procedure.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2021, the extension was unable to be advanced into the new ipg to make contacts align. As a result, the extension was explanted and replaced. The patient has effective therapy post operatively.